Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent repair of recurrent ventral hernia with composix mesh. On (B)(6) 2006 - pt underwent primary ventral hernia repair. On (B)(6) 2007 - pt underwent repair of recurrent umbilical hernia, no mesh noted. The composix mesh was excised. Small serosal tears were made and lysis of adhesions were performed. On (B)(6) 2007 - pt admitted with intracutaneous fistula and dehydration. Pt discharged on (B)(6) 2008. On (B)(6) 2008 - pt underwent laparotomy. Lysis of adhesions and a small bowel resection were performed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. A note in the medical records indicates the pt is moderately overweight and uses tobacco. The operative report from the time of implant notes the pt had undergone two previous hernia repairs using no mesh. The operative dictation from the time of explant indicates the mesh was infected, however, there were no results provided from the culture that was taken. Although there is no indication the mesh was the source of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt was also treated for a recurrence, adhesions and a fistula, all of which are known adverse events listed in the IFU. Additionally, no lot number was provided and no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.